Event description:
It was reported that the implantable neurostimulator was implanted beyond its use-by-date.

Manufacturer narrative:
(B)(4). Lead model 3777-60, serial# (B)(4), implanted (B)(6) 2010, explanted unk; lead model 3777-60, implanted (B)(6) 2010, explanted unk; recharger model 37752, serial# (B)(4); programmer model 7435, serial# (B)(4).